Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address BG. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.